Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation, it was noted that the implantable cardiac monitor (ICD) went into power-on-reset mode backup operation with high voltage therapy disabled due to magnetic resonance imaging (MRI) performed without entering MRI mode. As a resolution programming changes were made and the ICD was restored. There were no patient consequences.